Event description:
It was reported that a malfunction alarm occurred due to a momentary power change to the speaker. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support assisted the customer with attempts to reset the pump but the malfunction persisted, leading to the decision to replace the pump. Meanwhile, the customer planned to use mdi as a backup therapy to ensure insulin delivery was not interrupted. Technical support instructed the customer on storage and return procedures for the problematic pump, with the understanding that it would be returned within 10 days.